Event description:
The customer stated that she was taken by paramedics to the hospital due to hypoglycemia. The reported blood glucose reading was 31 mg/dl. Troubleshooting was performed and found that the insulin pump was programmed and reading the reservoir volume correctly. However, the time was off by one hour. The displacement test passed. The customer reported that she has been under a considerable amount of stress and sometimes has seizures. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.